Event description:
Boston scientific received info that the pt implanted with this right atrial (ra) lead experienced fatigue and a fluttering sensation. It was reported that the physician had experienced difficulty keeping the lead in position during the initial implant. During a follow up procedure, the physician observed that the lead had dislodged into the ventricle. A revision procedure was performed. The physician experienced difficulty keeping the lead in position, however, the lead was successfully repositioned without incident. No additional adverse pt effects were reported. Available info indicates that this lead remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.